Event description:
Customer called to report that the insulin pump has a blank display. It was reported that the insulin pump experienced an unexpected restart alarm. It was also reported that customer was hospitalized for high blood glucose levels and diabetic ketoacidosis (dka). Customer's blood glucose at the time of hospitalization was 730 + mg/dl. Customer was placed in intensive care unit and given fluids, insulin, and antibiotics. Customer was not wearing the pump at the time of hospitalization. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.